Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: accessories for charging from wall outlets, as well as from a computer usb port, are included with the pump. Use only the accessories provided to charge your pump.

Event description:
It was reported that the pump indicated a data log corruption. Additionally, it was reported that the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. It was also reported that the pump was hot to touch while charging. Reportedly, the customer was using non-tandem charging supplies to charge the pump. Lastly, it was reported that the pump date and time were incorrect, cause was unknown. During troubleshooting with tandem technical support, the customer corrected the date and time and resumed insulin therapy. Customer's blood glucose level was 160 mg/dl. Reportedly, customer continued using pump for insulin therapy.